Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported higher readings with a vertical trend arrow when scanning their adc freestyle libre sensor. On (B)(6) 2020, the customer obtained a scan of 456mg/dl but did not experience symptoms of hyperglycemia and self -treated with an injected 11 international units (iu) of insulin and subsequently fell and lost consciousness. The customer was treated with 6 pieces of sugar and jam by the daughter. Firefighters arrived and obtained a scan lo (less than 40 mg/dl) compared to a blood glucose of 47 mg/dl obtained on the hcp's meter. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported higher readings with a vertical trend arrow when scanning their adc freestyle libre sensor. On (B)(6) 2020, the customer obtained a scan of 456mg/dl but did not experience symptoms of hyperglycemia and self -treated with an injected 11 international units (iu) of insulin and subsequently fell and lost consciousness. The customer was treated with 6 pieces of sugar and jam by the daughter. Firefighters arrived and obtained a scan lo (less than 40 mg/dl) compared to a blood glucose of 47 mg/dl obtained on the hcp's meter. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.